Event description:
It was reported that the patient presented in the hospital for an unrelated surgical procedure. It was noted that the right ventricular lead had an alert for possible high voltage lead impedance issue. It was also noted that the noise on the lead resulted in inappropriate detection of ventricular fibrillation. Upon review, it was further noted that the patient had several true ventricular fibrillation episodes between (B)(6) 2017 but the device aborted therapy. Programming changes and lead replacement was discussed. The patient was stable. No further information was available.